Event description:
It was reported that the high frequency electrosurgical unit had the error e433. The issue was found during a therapeutic unspecified procedure which was completed with an olympus back-up device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported complaint was confirmed. Based on the results of the investigation, a root cause was not identified. Labeling: this issue is addressed in the instructions for use (IFU): chapter7: before use. 7.1 inspection: warning. Damages and irregularities. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. - before each use, inspect this electrosurgical generator as instructed below. Inspect other equipment to be used with this electrosurgical generator as instructed in their respective instruction manual. - if the output is activated and the output tone can be heard but no output indicator illuminates or the touchscreen is off, stop the procedure immediately, switch off the electrosurgical generator. Otherwise, it may cause perforation, bleeding and user and/or patient burns. - should the slightest irregularity be suspected, do not use the electrosurgical generator and refer to section ¿8.11 troubleshooting¿ on page 91. If the irregularity is stillsuspected after consulting this chapter, contact olympus. Chapter8: use. 8.1 safety notes for use: warning. Irregularity or damage. If during operation any irregularity will be suspected, do not use the electrosurgical generator and refer to section ¿8.11 troubleshooting¿ on page 91. If the irregularity is still suspected after consulting this chapter, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. 8.8 troubleshooting: check the following table to identify and correct failures. If the problem cannot be resolved by the described remedial actions, stop using the electrosurgical generator and contact olympus. Be aware that repairs must only be performed by authorized service centers. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.